Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported ultrasound bronchofibervideoscope had no image and when switched to ultrasound the image froze. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and device evaluation. Updated fields: d4, d9, h2, h3, h4, h6 and h11. Corrected field: b5 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: the issue occurred during installation.